Manufacturer narrative:
Combination product: yes.

Event description:
Lead was capped due to high capture threshold (5.0v@1.0 ms). Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2026, previously capped lead was explanted with pm system on (B)(6) 2026, when pt upgraded to competitive crt-d system. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found inside the lead. The ring electrode was found covered in fibrotic growth, which can be assumed to be the root cause of the reported high threshold. Additionally, the insulation was found damaged between 32.5 and 34 cm distal to the is-1 connector pin, the fixation helix and the is-1 connector pin bent. These damages most likely occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was capped due to high capture threshold (5.0v@1.0 ms). Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2026, previously capped lead was explanted with pm system on (B)(6) 2026 when pt upgraded to competitive crt-d system. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was capped due to high capture threshold (5.0v@1.0 ms). Should additional information be received, this file will be updated.